Manufacturer narrative:
As reported the surgeon applied the arista in small amounts in multiple areas and manipulated, applying pressure with a wet cottonoid. In this manner the product did not work as intended. The precautions section of the instructions-for-use supplied with the device state, "arista is intended to be used in a dry state. Contact with saline or antibiotic solutions prior to achieving hemostasis will result in loss of hemostatic potential". As reported this was the surgeons first use of the product. Based on the information provided this was a use of device issue (failure to follow instructions). Review of the device history records confirmed the product was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Used on patient, not returned.

Event description:
It was reported per the bd sales rep. That about a month ago, a surgeon used arista for the first time in a cervical/spine procedure. The case was considered a lean case, with no existing infection. The arista powder (1 gram) was deployed in small amounts in multiple areas and manipulated, applying pressure with a wet cottonoid (neuro patty). The arista powder then became firm and pellet like and hemostasis was not achieved. The arista was removed from the patient and another form of hemostatic agent was used. The case was completed with no impact or harm to the patient as a result of the reported event.